Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg). Bg was addressed with carbohydrates. Reportedly, the customer was unsure of the cause of bg, but stated that bg was possibly due to not eating lunch and cooking a lot. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on t:connect. Cgm alert 3 (cgm glucose reading below the user threshold) annunciated at 3:54pm on (B)(6) 2017. There were no irregular bolus requests delivered. Basal rate was set to 1.2 units of insulin per hour. The dexcom sensor was replaced with a new one directly before the low bg readings occurred. There were no obvious requests or deliveries that would cause bg levels to drop. Basal rates may need to be adjusted to compensate for daily activities. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.